Event description:
It was reported that when the patient presented for follow up, the right ventricular lead exhibited a sensing anomaly. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.